Event description:
It was reported that "patient called to find out if his hip is part of the recall. Has pain, and his surgeon told him it is probably because of the stryker recall. He has medical records, but they only say trident hip, but no cat #'s. The pt was told that he needs catalog numbers so as to tell if it is part of the recall. Patient refused to give additional information, did not want to submit a per at this time."

Manufacturer narrative:
No information was provided by the patient. Patient refused to give additional information. If device becomes available with additional information, a supplemental report will be issued.